Event description:
Two returns were rec'd with two different lot numbers, therefore the second catheter was documented as being received. The distributor reports the surgeon paid attention not to bend the catheter during insertion. Just after inserting the catheter in the pt, adequate values were displayed. However, later in the day the monitor displayed "check catheter." The adequate intracranial pressure was displayed on the first day of use but the temperature was not.